Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had damage. The customer¿s blood glucose was 124 mg/dl. The customer was assisted with troubleshooting. Customer stated that a scratch on the screen with a few plastic chip off as well. The customer stated that the insulin pump was not clearly ready the display. The device will be returned for analysis.

Manufacturer narrative:
Device received with missing cover window. However, device passed self test and displacement test. Device display properly. No missing segment or partial display anomaly noted during testing. (B)(4).